Event description:
It was reported during a shoulder case the pin was stuck inside the cut guide. When the guide was removed the pin came out. The case was completed with no further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, even though the device was not returned, one of the five sealed device that was returned was measured. The device measured .114 in and met the specifications of c4481 rev. 6 it was made to. An eco has been released subsequently to decrease the upper tolerance range and decrease the opportunity of interference with the mating part.